Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the pacing impedance was high. The lead was reprogrammed again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high threshold and high pacing impedance, which triggered an alert. The lead was reprogrammed and remains in use. The patient was a participant in the adapt response study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the pacing impedance was measuring open circuit (undefined.)